Event description:
It was reported that a revision surgery was required for the in-situ jts (non-invasive) extendible distal femoral replacement (case # pin 21847). A short tibial cased tibial component was provided under (case # c24-0703) in november 2024 for an upcoming surgery.

Manufacturer narrative:
The device has not been returned for evaluation. An investigation of the device history record and post-market surveillance history was completed and nothing was found. If additional information is obtained or if the device is returned, a supplemental MDR will be submitted accordingly.